Event description:
The company was informed that the recipient will be explanted to treat recurrent otitis media, which is not related to the recipient's cochlear implant. Revision surgery is scheduled.

Manufacturer narrative:
The recipient is reportedly continuing treatment for the otitis media, which is not device related. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.